Event description:
It was reported to philips that simultaneous apc and table panning caused a system lock-up on an azurion 7 b12. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Mandatory fco72200494 resolves issue in next system release. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)